Event description:
It was reported that during an unk procedure, according to a note, device jaws failed to close properly. There is no further info available. There was no reported pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.